Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot.   The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional proglide device with reported issue is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the moderately calcified right common femoral artery was attempted using two proglide devices after an arteriogram interventional procedure using a 8f sheath. Reportedly, suture breaks when advancing the knots occurred with both devices. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.